Event description:
It was reported that the balloon ruptured. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8 atmospheres. Device replacement was not performed, and the procedure was completed as it was. No patient complications were reported.